Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one ta x 45â¿¿ 3.5 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that the stapler had malfunctioned when stapling and transecting across the pulmonary artery during a pneumonectomy procedure. The device was received without a 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. A partially formed staple was received in the dried bodily fluids. Since a clinical sulu was not received; a pmv representative sulu was used for all functional testing. The representative sulu was inserted into the instrument and cycled with acceptable results. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications at the time of manufacture. The file will be closed tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: left pneumonectomy. According to the reporter: on (B)(6) 2015, there had been a stapler malfunction when stapling and transecting across the pulmonary artery. The stapler handle was observed to be in the locked position after firing, and then the transection was made. When the jaws of the stapler were released from the tissue, there was significant blood loss, resulting in the patient having multiple cardiac arrests and being transfused with 4 units of blood. The surgeon achieved haemostasis after clamping and suturing the pulmonary artery. The patient is currently in a stable condition. Additional information regarding the incident has been requested from the account.